Event description:
The recipient is reportedly experiencing sound quality issues and pain with and without device use. External equipment was exchanged and programming adjustments were made; however, the issues did not resolve. The recipient ceased device use. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. During a post-operative check, the doctor was able to palpate the area surrounding the implant without reported pain. The external visual inspection revealed cut silicone near the straight portion of the array and a missing contact pad on an electrode. In addition, cut silicone was observed on both top and bottom covers. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the straight portion of the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevent some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.